Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump unexpectedly shutdown. Additionally, it was reported that an unspecified malfunction occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose was 375 mg/dl.